Event description:
The customer reported on (B)(6) 2013 he activated a new pod before going to bed. He work up with blood glucose reading over 300 mg/dl so he decided to remove the pod. He stated that the needle never inserted the cannula into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.